Event description:
A patient reported experiencing inaccurate erratic results with a sure step enhanced meter.the patient's blood glucose results were 112mg/dl,165mg/dl. Tests were done within 10 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.